Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a clave¿ connector where it was reported that the 6sa had a stopcock issue while trying to push adenosine. The work around discovered was to remove the clave and connect the stopcock directing onto the line prior to administering the adenosine. A three-way stopcock is not specifically an ICU device, though it is used in critical care settings more commonly. No issue/concern with this device. There was patient involvement and delay in therapy, though brief and unlikely to have caused negative clinical impact to the patients. There was no patient harm.